Manufacturer narrative:
(B)(4): device not returned yet.

Manufacturer narrative:
(B)(6). The patient was reimplanted with a new device during the same surgery. This report is filed january 20, 2014.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Treatment with antibiotics was unsuccessful (date and type not reported). The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery on the contralateral side.